Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system experienced delayed healing at their implant surgical incisions post-procedure. A debridement procedure and explant were performed to resolve the patient¿s symptoms. Due to the patient¿s diabetes, the physician had been monitoring the patient¿s healing closely.

Manufacturer narrative:
Additional information: section d4 expiration date. Section d9 device available for evaluation, device returned to manufacturer, and date device returned to manufacturer. Section g date received by manufacturer. Section g6 type of report. Section h3 was the device evaluated by the manufacturer. Section h4 device manufacture date. Section h6 evaluation codes. Section h10 manufacturer narrative. The reported event describes an issue with delayed healing at the patient¿s scs system surgical site, which was stated to be potentially linked to the patient¿s diabetes. The physician reported that the delayed healing was not a result of the patient¿s system. The cause of the patient¿s delayed healing cannot be conclusively determined by saluda. Manufacturing records of the devices were reviewed, and product met all requirements for release.